Manufacturer narrative:
The investigation determined the root cause of the issue was the use of evaporated control material which masked the existence of a problem with an ise calibration generated with evaporated or wrong compensator. The issue was resolved after a new calibration was performed. The user was advised to avoid evaporation of the control material and to calibrate with fresh material as stated in product labeling.

Manufacturer narrative:
Clarification was provided to determine the first result listed was the initial result and the second result listed was the repeat result. Clarification was provided to determine additional patient sodium results were discrepant. All results are in mmol/l. Patient 84 results were 133 and 141. Patient 85 results were 133 and 140. Patient 86 results were 134 and 142. Patient 87 results were 125 and 132. Patient 88 results were 127 and 135. Patient 89 results were 120, 119 and 127. Patient 90 results were 134 and 142. Patient 91 results were 131 and 140. Patient 92 results were 134 and 143. Patient 93 results were 134 and 142. Patient 94 results were 133 and 140. Patient 95 results were 133 and 141. Patient 96 results were 133 and 139. Patient 97 results were 134 and 142. Patient 98 results were 134 and 141. Clarification was provided to determine data provided was previous sodium results for the patients involved in the event. No dates of testing were provided. All results are in mmol/l. Patient 1 previous result was 145. Patient 2 previous result was 140. Patient 3 previous result was 138. Patient 4 previous result was 144. Patient 7 previous result was 138. Patient 8 previous result was 138. Patient 9 previous result was 138. Patient 10 previous result was 141. Patient 12 previous result was 135. Patient 13 previous result was 143. Patient 16 previous result was 139 patient 17 previous result was 135. Patient 19 previous result was 139. Patient 20 previous result was 142. Patient 21 previous result was 139. Patient 22 previous result was 138. Patient 23 previous result was 139. Patient 24 previous result was 142. Patient 26 previous result was 138. Patient 27 previous result was 136. Patient 29 previous result was 138. Patient 30 previous result was 149. Patient 32 previous result was 137. Patient 33 previous result was 130. Patient 34 previous result was 130. Patient 35 previous result was 138. Patient 38 previous result was 141. Patient 39 previous result was 141. Patient 42 previous result was 138. Patient 43 previous result was 131. Patient 44 previous result was 144. Patient 45 previous result was 139. Patient 46 previous result was 141. Patient 53 previous result was 140. Patient 58 previous result was 135. Patient 61 previous result was 147. Patient 62 previous result was 140. Patient 64 previous result was 138. Patient 67 previous result was 141. Patient 74 previous result was 132. Patient 75 previous result was 142. Patient 77 previous result was 137. Patient 79 previous result was 141. Patient 81 previous result was 132. Patient 83 previous result was 139. Patient 90 previous result was 141. Patient 92 previous result was 141. Patient 97 previous result was 138. Patient 98 previous result was 141.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The user received a questionable ion selective electrode (ise) sodium result for one patient sample from the cobas 8000 serial number (B)(4). All results are in mmol/l. The initial result was 131 and was reported outside the laboratory. The laboratory's internal quality control results dropped dramatically and the user retested patient samples originally tested in the time period before the quality control. The repeat result for this patient sample was 141. The patient had been given 1 dose (1 mmol) of an oral sodium supplement which was discontinued when the corrected result was received. The patient was not adversely affected. After the event was discovered, the ise unit was recalibrated and quality control was performed which was acceptable. The user then repeated testing on approximately 100 patient samples. Of the data provided, the following result were discrepant. Patient 1 results were 134 and 143. Patient 2 results were 134 and 143. Patient 3 results were 130 and 138. Patient 4 results were 131 and 138. Patient 5 results were 133 and 141. Patient 6 results were 133 and 141. Patient 7 results were 131 and 139. Patient 8 results were 131 and 138. Patient 9 results were 133 and 140. Patient 10 results were 134 and 143. Patient 11 results were 134 and 140. Patient 12 results were 131 and 139. Patient 13 results were 134 and 142. Patient 14 results were 133 and 141. Patient 15 results were 133 and 142. Patient 16 results were 132 and 140. Patient 17 results were 131 and 137. Patient 18 results were 132 and 140. Patient 19 results were 131 and 139. Patient 20 results were 134 and 141. Patient 21 results were 132 and 139. Patient 22 results were 130 and 138. Patient 23 results were 134 and 142. Patient 24 results were 133 and 143. Patient 25 results were 133 and 140. Patient 26 results were 134 and 142. Patient 27 results were 130 and 137. Patient 28 results were 138 and 146. Patient 29 results were 132 and 139. Patient 30 results were 145 and 154. Patient 31 results were 133 and 139. Patient 32 results were 131 and 138. Patient 33 results were 123 and 129. Patient 34 results were 126 and 133. Patient 35 results were 131 and 138. Patient 36 results were 134 and 141. Patient 37 results were 126 and 132. Patient 38 results were 133 and 140. Patient 39 results were 133 and 140. Patient 40 results were 138 and 146. Patient 41 results were 134 and 141. Patient 42 results were 131 and 138. Patient 43 results were 126 and 133. Patient 44 results were 139 and 147. Patient 45 results were 131 and 138. Patient 46 results were 134 and 142. Patient 47 results were 133 and 140. Patient 48 results were 134 and 143. Patient 49 results were 130 and 138. Patient 50 results were 134 and 140. Patient 51 results were 132 and 139. Patient 52 results were 134 and 143. Patient 53 results were 133 and 141. Patient 54 results were 134 and 140. Patient 55 results were 133 and 141. Patient 56 results were 132 and 140. Patient 57 results were 134 and 141. Patient 58 results were 130 and 137. Patient 59 results were 133 and 140. Patient 60 results were 132 and 139. Patient 61 results were 137 and 146. Patient 62 results were 134 and 141. Patient 63 results were 134 and 141 patient 64 results were 134 and 141 patient 65 results were 132 and 139 patient 66 results were 133 and 141. Patient 67 results were 132 and 141. Patient 68 results were 132 and 139. Patient 69 results were 129 and 136. Patient 70 results were 134 and 141. Patient 71 results were 134 and 142. Patient 72 results were 124 and 130. Patient 73 results were 132 and 139. Patient 74 results were 130 and 137. Patient 75 results were 132 and 141. Patient 76 results were 127 and 134. Patient 77 results were 130 and 139. Patient 78 results were 134 and 142. Patient 79 results were 132 and 140. Patient 80 results were 133 and 141. Patient 81 results were 132 and 140. Patient 82 results were 129 and 137. Patient 83 results were 132 and 141. Information was not provided to determine if the erroneous results were reported outside the laboratory for these patient samples. No adverse events were alleged regarding the event. Upon evaluation of the analyzer, the field service representative could not determine a root cause and could not reproduce the error. He checked the ise systems and performed preventive maintenance. He replaced the liquid level detection pcb as a precautionary measure.